Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: during investigation, the battery compartment was found to be cracked below the grip pad to the case seal. Additionally, the pump powered on with a discolored display. Unrelated to the issue, the u-groove was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment cracks and the dim/discolored display. This report is made based on results of investigation completed on 09/28/2016.